Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure, after the needle entered the abdominal cavity from the pry card, it was found that the problem of pulling off suture needle happened, and only the suture was seen in the abdominal cavity. The doctor immediately searched for the needle in the abdominal cavity but was unsuccessful. Later, under the irradiation of a c-arm machine, the needle was found subcutaneously. Replace with a new one and re sew. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/19/2024. H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: * was the needle retrieved during the same procedure? * was there any change in the procedure? (For example, change to an open surgery?) * were there any patient consequences? * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the specific age and gender of the patient were unknown, and the patient underwent surgery in (B)(6) hospital on (B)(6) 2024 (the specific patient diagnosis and surgical name were unknown). The operator used vcp311h for tissue sewing in a continuous suturing manner (the specific sewing tissue layer was unknown). After the needle entered the abdominal cavity through the trocar, it was found that the needle was separated. The operator immediately searched for the detached needle in the abdominal cavity of the patient. The patient was given intraoperative c-arm machine examination to look for the detached needle and found it subcutaneously. The integrity was checked after removing the needle. After confirming that there was no residual foreign body in the patient's tissue, a new suture was replaced (the specific product information was unknown) to continue the sewing. The subsequent surgical operation went smoothly. This event resulted in an extension of surgical time by approximately 30 minutes and extension of the patient's skin incision due to removal of the detached needle, and no subsequent adverse event reports were received.